Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) inappropriately delivered a shock due to noise and oversensing. Additionally, low amplitude and t-wave oversensing was also observed. Further evaluation of the system and troubleshooting options were discussed. This device remains in service. No further adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. Additional information was added to the following fields: b5: describe event or problem field. H6: impact codes.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) inappropriately delivered a shock due to noise and oversensing. Additionally, low amplitude and t-wave oversensing was also observed. Further evaluation of the system and troubleshooting options were discussed. This device remains in service. No further adverse patient effects were reported. Additional information was received detailing that the system delivered two additional shocks, this time, due to t-wave oversensing. Further evaluation of the patient and troubleshooting options were discussed. This device remains in service. No further adverse patient effects were reported. Additional information was received detailing that evaluation of the patient was performed, and it was decided to reprogram the device. Additionally, x-rays were performed which were inconclusive. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. Additional information was added to the following fields: b1: adverse event/product problem b2: outcome attributed to adverse event b5: describe event or problem field h1: type of reportable event.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) inappropriately delivered a shock due to noise and oversensing. Additionally, low amplitude and t-wave oversensing was also observed. Further evaluation of the system and troubleshooting options were discussed. This device remains in service. No further adverse patient effects were reported. Additional information was received detailing that the system delivered two additional shocks, this time, due to t-wave oversensing. Further evaluation of the patient and troubleshooting options were discussed. This device remains in service. No further adverse patient effects were reported.